Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a failed flow rate test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of failed flow rate due to a constant clean load point #2 alarm. A review of the event history was completed. There were a total of four infusions programmed by the customer on (B)(6)2020. All four were programmed at a rate of 200 ml/hour and a volume-to-be-infused (vtbi) of 50 ml. The user stopped all four infusions prior to infusion completion. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.